Event description:
Consumer reported complaint for error message (e-5). The customer feels well and did not report any symptoms. Customer stated that on (B)(6) 2022 when he was unable to get the result from his true metrix meter, he went to see his local emt's (customer was not having any diabetic symptoms but wanted to get a blood glucose reading). Customer stated that the emt tried to get the meter working and it would not provide a result. Customer did not disclose the result that the emt got. During the call, a back to back blood test was not performed by the customer. The product is stored according to specification in an unused guest bathroom. The test strip lot manufacturer¿s expiration date is 03/22/2023 and open vial date is 01/30/2022. The meter memory was not reviewed for previous test result history.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to customer contacting emt to perform blood glucose test due to e-5 error. Meter and test strips were returned for evaluation. Product testing was performed and defect found on returned meter: e-0 with lab control. No defect found on returned test strips. Root cause: the control solution peak is being detected below the lower limit of 2.0 for mr2 v2.53 meter. Note: manufacturer contacted customer in a follow-up call on 10-feb-2022 to ensure the replacement products resolved the initial concern - able to establish contact with customer who stated replacement products resolved initial concern.